Manufacturer narrative:
Reference number:(B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Bezoar is a known complication of a peg- j tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, a gastroscopy was performed. According to the gastroenterologist, the intestinal tube showed small bezoars along the end of the intestinal tube. The old tube was removed. The patient was discharged, hospitalization was not required.